Event description:
A patient reports their personal diabetes manager (pdm) charging cord is overheating during charging. In addition the patient reports their pdm battery is taking a long time to charge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.